Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The f-82 alarm was identified during functional tests. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the condition was determined to be a damaged cpu board. The device was removed from service. Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump would not turn on. During product service by a service technician, a flo-gard infusion pump presented an f-82 (no acknowledgment message from slave cpu for three communication trials) alarm. There was no patient involvement. No additional information is available.